Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant indicated that a patient diagnosed with cardiomyopathy received an impella 5.5 device for mechanical circulatory support. The complainant also mentioned an issue with the automated impella controller (aic) regarding battery power. The aic (B)(6) had been disconnected from ac power for about three minutes. Consequently, the decision was made to postpone the patient's ambulation, and the aic was reconnected to the same outlet. Following this, the aic promptly issued a low battery power notification, with the indicator displaying 50%. The team then switched to backup aic (B)(6). The (B)(6) was promptly taken to the biomed department, so the alarm history was not reviewed. No serious or critical alarms were found in the connect log.

Manufacturer narrative:
This follow-up report is being submitted to correct d2a and for investigation conclusions. D2a. Common device name has been corrected. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary. The cause of the battery level low alarm was a communication anomaly between the battery and power battery management board.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.